Event description:
Additional information was received. The patient reported that the steps taken was that they have removed them from the area. They cannot resolve it yet until they go back to school in august to see what they can do for the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient had the device installed last friday. The manufacturer representative (rep) was so busy that they day that they were told everything was in the box and to go home and charge the units. They are pretty sure the rep said they would call them the next day. Well it has been a week and nobody has called. They talked to their hcp office yesterday and they said they talked to the manufacturer and they said someone would call yesterday. They wanted to report a really bad incident that happened on wednesday. They went to work for the first time and they work in an online school. There is a lot of electrical activity, computers, screens and all that stuff. They went to the productivity hub, and were sitting in an electrical hub area (16 outlets, 150ft monitor). Their left leg started tingling, and went totally numb from the hip to their toes. Imagine your foot going to sleep it was like a thousand times worse. They figured maybe it was the device because it was the only thing different about them since they went to work last. They go to different rooms and some of the other rooms they go to they may encounter this again. They could not move their leg at all. There was no way they would be able to stand. It was very strong. The patient was redirected to follow up with the technical agent at work to determine which devices in the room they were in when the event occurred has the most electrical magnetic interference (emi) and distance themselves from the items. Told patient they could consider turning therapy off when near emi.